Event description:
It was reported that the atrial lead exhibited greater than 3000 ohms impedance and noise due to possible lead fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.